Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -11.0/+2.5/86 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for a longer length lens due to low vault with rotation and blurred vision. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens and foreign material (residue) on lens surface. Corrected data: (B)(4).